Manufacturer narrative:
Investigation results: the visual inspection found no non-conformities on the silicone jaw boots. The electrical and resistance measurements were within specifications. The microswitch functioned properly when tested. The pre-cautery test, using a reference hemopro cable and power supply, showed that steam was generated from the saline moistened gauze during several device activations. The reported failure was not confirmed. A lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro device stopped activating during the case. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.